Event description:
After the ultra vs was placed in the pt, the ultra vs stopped shunting fluid. Additional info was required. Additional info was received jan. 2004 the customer was able to provide some additional info. They state that the surgeon had realized that the ultra vs was not working after it was placed. Then the surgeon was stimulating the valve through its reservoir chamber during 30 minutes, but the ultra vs did not work by itself. The surgeon decided to change the ultra vs by one neonatal valve from a different manufacturer, since a new ultra vs valve was not available. The pts condition is good.